Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The express2 otw 4.5mm x 24mm stent was advanced to the lesion in the proximal rca. The physician was unable to cross the lesion and the express2 otw 4.5mm x 24mm stent was withdrawn from the body. A maverick 3.0mm x 25mm balloon was used to dilate the lesion. The same express2 otw 4.5mm x 24mm stent was advanced to the lesion. Prior to deployment, the stent did not appear to be on the delivery device. It was determined that the stent had dislodged from the delivery balloon during withdrawal and the maverick balloon had deployed the stent.